Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare provider reported that the probe would not cut the vitreous during a procedure. No patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the customer indicates the product was replaced and procedure completed with no patient harm or medical intervention.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and found conforming. Cut testing was performed and found nonconforming. The probe did not cut. Actuation testing was performed and found non-conforming. The probe did not close. Aspiration testing was performed and found conforming. The probe was disassembled and the components inspected. There is approximately 15-20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge, bend area, and several locations along the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was found non-conforming and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then function properly. The complaint evaluation confirms the probe had a cut issue, as well as an actuation issue. The exact root cause of the cut and actuation issues cannot be determined from this evaluation. When the actuation test was performed on the disassembled probe it was then found conforming. Therefore, the most likely root cause of the actuation and cut issues is interference within the probe that would impede the movement of the cutter shaft causing poor cutter movement. The gouge marks observed at the cutting edge, bend area, and several locations along the inner cutter also support that this is not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut and aspiration issues cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).